Event description:
It was reported that the patient experienced eyesight changes while using the omnipod. The patient reported symptoms of seeing fuzzy edges around signs and ¿vibratory effect.¿ they stated that their eyes were now in a constant state of change and they were given glasses by their provider as treatment for the changes. The patient contributed these changes to a decrease in time in blood glucose range while using the omnipod. Multiple attempts were made to reach reporter for further information, however, were unsuccessful.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s911usqs6eza1. Hardware: sm-s911u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.